Event description:
Additional information was received from the patient. They reported that they don't think the device is working right but they don't know. Patient said they had a fall and can't get the device to "regulate" and ended up with a uti. Patient said when they increase stim they feel a "vibration" that sometimes hurts but when they decrease stim they feel nothing. During call patient communicated with the ins and stim was off, patient turned stim on and it was hurting. Patient turned stim back off and it stopped hurting. Reviewed how to change programs. Patient was able to change programs and increased stim to a comfortable level. Patient had an appointment with their hcp on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt was inquiring about an MRI for their shoulder and neck. The pt stated that they fell and are not sure if there medtronic (mdt) system is working properly, and they said the system may have been damaged. The pt stated they have increased stimulation to no avail. They explained that before the fall their stimulation was at 4.2, but then it dropped way down after the fall. The pt stated they are unable to fully get up to go to the bathroom without wetting their clothes, and they cannot hold their bladder all night. Patient services (ps) reviewed increasing stimulation and sent the pt a list of doctors near them, since the pt stated they do not currently have a doctor. They will follow-up with the list emailed. Ps recommended the pt have their system checked out by a doctor.